Event description:
A low readings issue with the abbott diabetes care (adc) device was reported. The customer received an unspecified low scan on the adc device. The customer noted a horizontal trend arrow which indicates glucose is changing slowly (less than 1 mg/dl per minute). The customer experienced mild sweating and was unable to self-treat. The customer had contact with healthcare professional (hcp) who obtained unspecified blood glucose result from hcp meter and treated the customer with larger amount of insulin injection (dose/type unknown) at the regular times (3 times daily) for the the issue. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Physical investigation of product is not anticipated as reporter indicated device was discarded. Investigation will be performed per adc's established processes and procedures, and a report will be submitted upon completion of investigation activities. All pertinent information available to abbott diabetes care has been submitted.